Event description:
Patient had cosmetic breast implants placed in 8 years ago in another state. Approx 1 month ago she developed right breast discomfort and fullness on right lateral breast. Mammogram performed with diagnostic ultrasound and MRI showed bilateral rupture of silicone gel breast implants. Patient desired removal of implants with no replacements.